Event description:
It was reported that insulin leaked from the cartridge during use, with the top of the cartridge loose and the leak occurring at that location; the user performed a complete supply change and resumed delivery after education and verification of correct attachment and filling and later performed another full supply change with successful completion. Customer care provided support and assistance that included remote troubleshooting, education on proper assembly and use, verification of technique, and replacement of disposables. Investigation of this case revealed a leaking cartridge and connector interface consistent with a component issue rather than user error. Symptoms included no change in blood glucose. Outcomes included no medical intervention. It was concluded that the event was related to a cartridge integrity or connection defect, with proper function restored after supply replacement and correct setup.